Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported stroke could not be conclusively determined through this evaluation. The patient remains ongoing on device support with no further issues reported. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient experienced a cerebrovascular accident (cva); stroke alert was called on (B)(6). The patient experienced acute onset confusion with ischemic cva and left middle cerebral artery (mca) cva. Inr goal was 2-3. No medical treatment was provided. No additional information was provided.